Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d1, d4 (version or model #, UDI, catalog #). A getinge field service engineer (fse) was dispatched to evaluate the machine. Upon evaluation a preventative maintenance (pm) was performed , the reported failure was not reproducible during the (pm). Upon a second visit by the fse they had turned on the machine and the display was completely dark. The fse replaced the inverter pcb (0671-00-0230). Post replacing of pcb inverter the fse performed all pm procedures per manufacturer specifications and all tests were passed. The unit was given over to customer in good working condition. The customer had left the unit running for over twenty-four hours the problem has not presented itself.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was distorted. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.